Event description:
A defibrillator being used to monitor a patient shut off while in use. A technician with (B)(4) (biomedical equipment management company) ran diagnostic tests and stated all errors codes were related to the battery. The technician noted that daily checks by staff would not have produced a battery error message. All tests by user facility staff indicate the device is in good working order. FDA safety report ID # (B)(4).